Event description:
It was reported that during a follow-up, high threshold, low impedance and bad sensing on the ventricular channel were noted. The lead was to be replaced, but during the procedure the lead was checked once more revealing normal values, so the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the pulse generator to exhibit intermittent ventricular output. The hybrid manufacturer was unable to reproduce the failure at hybrid level. Consequently, the reason for the intermittent output could not be determined.